Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited slow telemetry. No intervention was performed. The patient would continue to be monitored.